Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was stuck in the secure position and would not release. The device was used during surgery. No pt injury reported. There was no additional info provided.